Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the device has potentially migrated, perforated, and potentially having become embedded in areas outside of the fallopian tubes') and genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("sharp/stabbing pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), back pain ("back pain"), loss of libido ("loss of libido"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), migraine ("migraines"), pollakiuria ("frequent urination"), palpitations ("heart palpitations"), gastrointestinal disorder ("bowel issues"), hot flush ("hot flashes") and micturition urgency ("urgent urination"). The patient was treated with surgery (required hysterectomy). At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, back pain, loss of libido, depression, fatigue, weight fluctuation, migraine, pollakiuria, palpitations, gastrointestinal disorder, hot flush and micturition urgency outcome was unknown. The reporter considered abdominal pain, back pain, depression, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hot flush, loss of libido, micturition urgency, migraine, palpitations, pelvic pain, pollakiuria, uterine perforation and weight fluctuation to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the device has potentially migrated, perforated, and potentially having become embedded in areas outside of the fallopian tubes') and genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("sharp/stabbing pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), back pain ("back pain"), loss of libido ("loss of libido"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), migraine ("migraines"), pollakiuria ("frequent urination"), palpitations ("heart palpitations"), gastrointestinal disorder ("bowel issues"), hot flush ("hot flashes") and micturition urgency ("urgent urination"). The patient was treated with surgery (required hysterectomy). At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, back pain, loss of libido, depression, fatigue, weight fluctuation, migraine, pollakiuria, palpitations, gastrointestinal disorder, hot flush and micturition urgency outcome was unknown. The reporter considered abdominal pain, back pain, depression, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hot flush, loss of libido, micturition urgency, migraine, palpitations, pelvic pain, pollakiuria, uterine perforation and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.